Manufacturer narrative:
On (B)(4) 2009, the field service engineer performed system verification protocol per procedure. No hardware issues noted. The investigation of this event determined the root cause to be the sharing of reagent packs between two analyzers. Pack sharing is not allowing per product labeling. Product labeling was evaluated and determined to be adequate. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This is event 7 of 15 reported by this customer.

Event description:
Customer reported erroneous low access hypersensitive htsh (human thyroid-stimulating hormone) test results were obtained for 15 pt samples when using the unicel dxi 800 access immunoassay system. The erroneous low test results were reported out of the laboratory and were questioned by the physician. Repeat analysis was performed. The test results were in the normal range. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt management. This is event 7 of 15 reported by this customer. An MDR was filed for each of the 15 pts.